Event description:
It was reported that the implantable cardioverter defibrillator was unable to send a transmission due to an error message. No intervention was reported. The patient condition was unknown.